Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the consumer was seeing an error screen saying ¿system problem rm04¿ and that ¿this was not the first time this had happened.¿ they started seeing this a couple of weeks before the call (confirmed (B)(6) 2017.) The patient saw the manufacturer representative but it was fine at that point and the ¿system problem screen had gone away.¿ since then the rm04 issue had come back. It was reported that the controller was depleting ¿very quickly¿ even if the patient did not use it at all. It would go all the way down by the end of the day. The manufacturer representative had seen the manufacturer representative about a week ago for the controller depleting in one day and the above mentioned error screen. The rm 04 was cleared during the call and the patient then used the controller. It was advised for the patient to call back if they had continuations of any of these issues. It was reported that the patient had sudden pain on (B)(6) 2017 about an hour before the call because the patient had not been able to use their stimulator. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-apr-16 reporting that the patient reported sudden pain and rapid depletion of the controller. At the time of the report, the controller depletion and error message had been cleared. It was noted that the message had not shown up again. The sudden pain was reported to be due to the patient not being able to use the stimulator due to charging issues and the depletion of the charger. Both the sudden pain and rapid depletion had been resolved at the time of the report due to reprogramming and clearing the message. No further complications were reported.